Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The complaint states that during use for an upper lobectomy for lung cancer the fifth or sixth clip got stuck in the device and after that several clips fell or jumped out of the device. Therefore, the device was exchanged and the procedure was continued without problem. There was no patient injury.

Manufacturer narrative:
(B)(4). Per DHR the product auto endo5 ml lot # 73c1700518 was manufactured on 03/20/2017 a total of (B)(4). Lot was released on 03/28/2017. DHR investigation did not show issues related to complaint. The customer returned one unit 543965 autoendo5 ml for investigation. The sample is for this complaint (B)(4). The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the rotation tab and the jaws are severely bent. The returned sample appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. Functional inspection could not be performed due to the condition of the received sample. However, the device was disassembled to inspect the internal components. Upon disassembly, it was found that the ratchet ears were broken and the yoke was also damaged. The remaining clips in the channel were in a logjam. Due to the logjam, two clips were broken and another clip was severely bent. The sample was received with 5 clips remaining in the channel indicating that 10 clips were fired by the end user. The logjam of clips appeared to have been caused by other remarks: the damage found on the device. Reference file (B)(4) for investigation photos. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips jamming" was confirmed based upon the sample received. One device was returned. The device was returned with the rotation tab and the jaws severely bent. It was also found that the ratchet ears and yoke were broken while the remaining clips were in a logjam in the channel. As a result, two of the clips were broken and one clip was severely bent. The clip logjam was caused as a result of the other damages to the device. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that these types of damages were present at the time of manufacturing. A device history record review was performed on the autoendo5 with no evidence to suggest a manufacturing related cause. The device was received with 5 clips remaining in the channel indicating that 10 clips were fired by the end user. Based on the condition of the sample received, operational context caused or contributed to the complaint issue.

Event description:
The complaint states that during use for an upper lobectomy for lung cancer the fifth or sixth clip got stuck in the device and after that several clips fell or jumped out of the device. Therefore, the device was exchanged and the procedure was continued without problem. There was no patient injury.